Manufacturer narrative:
Ge healthcare reviewed the images provided of the affected module, the module design, and the service manual instructions. The investigation concluded there was no indication of a device malfunction. However, it was noted that the service manual being used at the time was not the most recent available version. Ge healthcare identified a process improvement opportunity in the distribution of updated service manuals and are undertaking the necessary actions address it.

Manufacturer narrative:
Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510. A1-6: not available at this time. D4: the serial number and UDI were not provided. H4: not available because the serial number was not provided. Ge healthcare's investigation is in-progress. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that while performing planned maintenance, the biomedical engineer sustained a laceration to their thumb from a metal piece under the front cover. The laceration required stitches.